Manufacturer narrative:
(B)(4). Product returned and investigated with no defect found. Most likely underlying root cause: mlc-61 -improper use/mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for bent pen needles. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the bent needles. The product storage location is undisclosed. The pen needle lot manufacturer's expiration date is undisclosed and open date is undisclosed. Customer was concerned that some of the pen needles were bent and they were not able to administer insulin, but customer is feeling fine.